Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies; occlusion reoccurred. Pump system check with tandem technical support did not identify blockage. Customer changed pump supplies again to resolve the occlusion. Customer's blood glucose was 481 mg/dl.